Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that there was an end of service (eos) / end of life (eol) message seen on the patient programmer (pp) on the day of the report when the patient wanted to check his settings because he wasn't feeling stimulation. It was further reported that the patient was told the battery would last for 8 years. It was later reported that it was impossible to adjust the stimulation and that the ins only worked 4 years.

Event description:
It was further reported that the implant was not working and they were seeing an end of service (eos) message. The patient was trying to find a doctor but they could not get in for some time and the patient was in pain. It had been about 3 weeks since the patient first saw the eos message.